Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
H10 plant investigation plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. The user guide states as a warning before starting the treatment, ¿you must use aseptic technique as directed by your pd nurse to prevent infection¿. At this time the reported incident could be attributed to end user error in accordance to the complaint description. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty set and the adverse event of peritonitis, characterized by abdominal pain, nausea and vomiting. It is well established for those patients undergoing pd therapy are at high risk for infections of the peritoneum. The cause of the patient¿s peritonitis can be attributed to touch contamination during ccpd therapy on the liberty select cycler at home, as reported by the pdrn. Though the culture resulted in no growth, the patient¿s symptoms and increased wbc count are indicative of an infection of the peritoneum. This is further evidenced by a responsiveness to empiric antibiotic therapy with a decreased wbc count and an alleviation of the patient¿s symptoms. Based on the required information, there is no specific allegation or objective evidence indicating a fresenius device(s) or product(s) deficiency or malfunction, caused or contributed to the patient¿s serious adverse events.

Event description:
It was reported that a peritoneal dialysis (pd) patient had peritonitis. Upon follow up with the pd registered nurse (pdrn), it was reported the patient was hospitalized on (B)(6) 2020 following symptoms of nausea, vomiting, abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture was taken in the hospital on (B)(6) 2020 that presented with no growth and a white blood cell (wbc) count of approximately 2600/mm3 (exact count unknown). The patient was diagnosed with peritonitis due to touch contamination during continuous cycling peritoneal dialysis (ccpd) therapy on the liberty select cycler at home. It was reported the patient allowed the end of their pd catheter (not a fresenius product) to come into contact with bare skin during a drain line connection. The patient was prescribed intraperitoneal (ip) vancomycin at 1000mg every 7 days for three weeks and ip ceftazidime at 1000mg every day for two weeks empirically. The patient was able to undergo ccpd therapy on a hospital provided cycler and products (brand and model unknown) during this admission. An additional wbc count taken on (B)(6) 2020 resulted in 126/mm3. The patient was discharged on (B)(6) 2020 and is currently recovering from this event. The patient continues ccpd therapy on the same liberty select cycler at home post-discharge.